Event description:
Per the report received from taiwan, a valve model 2800tfx of unknown size, implanted in the aortic position, was explanted after an implant duration of at least six (6) years. The explant was performed as part of a bentall procedure due to a saccular aneurysm of the right sinus of valsalva. The exact mechanism by which the valve became dysfunctional has not been specified; however, the valve dysfunction was reported in the context of the underlying aortic root pathology. The patient received a bioprosthetic aortic valve as part of the bentall procedure and was reported to be in stable condition post operatively

Manufacturer narrative:
H11: additional manufacturer narrative: d6a. If implanted, give date: the implant date is only known as "2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration. D6b. If explanted, give date: the explant date is only known as "2025". Therefore, (B)(6) 2025 is being used to calculate the minimum implant duration. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.